Event description:
Customer reported his insulin pump alarmed no delivery. Customer's blood glucose was 233 mg/dl. He stated he tried delivering a bolus, but he ran out of insulin part way through, causing the no delivery alarm. The device should have picked up where it left off with a new reservoir of insulin, but it did not. Customer was assisted in checking his bolus wizard and seeing his correction amount. He manually put in the bolus delivery. No further assistance provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.